Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4). UDI field (d4) concomitant product UDI for cylinder is (B)(4). Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The pump was microscopically inspected and leak tested. Analysis revealed contamination with bodily fluid in the pump, and the pump kink resistant tubing krt had a hole due to fatigue. Additionally, tubing for two krts was cut down to the pump block and not returned for analysis, causing it to not pass the microscopic test. Leak testing confirmed that the ms pump krt had a leak due to fatigue. The pump was not functionally tested due to bodily fluid contamination identified within the component. Based on the information available and analysis results, the hole identified in the krt could have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient presented with his inflatable penile prosthesis device no longer working properly. Upon inspection, the physician confirmed there was a crack in the tubing between the pump and right cylinder. The physician decided to replace the pump of the device. There were no patient complications.

Event description:
It was reported that the patient presented with his inflatable penile prosthesis (ipp) device no longer working properly. Upon inspection, the physician confirmed there was a crack in the tubing between the pump and right cylinder. The physician decided to replace the pump of the device. There were no patient complications.